Manufacturer narrative:
We received one 774hf75 catheter without the monoject 1.5cc limited volume syringe for examination. Examination of the catheter found one small puncture in the catheter body 10cm proximal of the catheter tip. The puncture was found to enter the inflation lumen only. The puncture is 0.029" across. Leak testing confirmed that the distal and proximal injectate lumens were patent and did not leak. There is also a scrape on the surface of the catheter body 9cm proximal of the catheter tip. No fault messages showed up on the laboratory vigilance ii monitor when the catheter was connected. The catheter passed in-vitro calibration on the vigilance ii monitor. The thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. Resistance value of thermal filament circuit was measured and found to be within specification. All through lumens were patent without any leakage or occlusion. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon would not entirely inflate during use. No patient complications were reported.